Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. 528049) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included anxiety. Concurrent conditions included depression, hypothyroidism, hyperlipidemia, vitamin d deficiency, constipation, attention deficit disorder, bipolar disorder, hypokalemia, diabetes mellitus, diabetic gastroparesis, barrett's oesophagus, acne, bipolar disorder, type 1 diabetes mellitus and cyclic vomiting syndrome. Concomitant products included amitriptyline, bupropion, citalopram, diphenhydramine, insulin aspart (novolog), insulin glargine, levothyroxine, lorazepam, macrogol (polyethylene glycol), methylphenidate hydrochloride, metoclopramide, omeprazole, quetiapine and salbutamol (albuterol). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and vaginal discharge ("vaginal discharge"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (to remove essure implant.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, mental disorder, nausea, migraine, headache, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record:heavy bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, apareunia, migraines, headaches, nausea, dysmenorrhea, vaginal discharge, lower abdomen pain, did you undergo an essure confirmation test: no, mental disorder added, reporter added and concurrent condition, concomitant medication ,treatment drug added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. 528049-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included anxiety. Concurrent conditions included depression, hypothyroidism, hyperlipidemia, vitamin d deficiency, constipation, attention deficit disorder, bipolar disorder, hypokalemia, diabetes mellitus, diabetic gastroparesis, barrett's oesophagus, acne, bipolar disorder, type 1 diabetes mellitus and cyclic vomiting syndrome. Concomitant products included amitriptyline, bupropion, citalopram, diphenhydramine, insulin aspart (novolog), insulin glargine, levothyroxine, lorazepam, macrogol (polyethylene glycol), methylphenidate hydrochloride, metoclopramide, omeprazole, quetiapine and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems") and abdominal pain lower ("lower abdomen pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, mental disorder, nausea, migraine, headache, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record:heavy bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2009, plantiff underwent surgery to remove essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.